Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf029 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient has an implanted port and was accessed with our standard huber needle. The tubing of the port needle broke at the part where the tubing is attached to a female connection where we luer in the male connection on a needleless valve. The needle reportedly remained in the port.

Event description:
It was reported that patient has an implanted port and was accessed with our standard huber needle. The tubing of the port needle broke at the part where the tubing is attached to a female connection where we luer in the male connection on a needleless valve. The needle reportedly remained in the port. 5/20/2020 - additional information: the infusion set was not used after the tubing broke. The remainder of the infusion set remained intact.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached luer was confirmed and the cause was supplier-related. The product returned for evaluation was one infusion set luer adapter. The luer was detached from the rest of the device, which was not returned for evaluation. Usage residues were observed throughout the sample and a needleless injection cap was attached. Microscopic inspection sample confirmed that the luer had detached from the tubing. No tubing fragments remained with the distal luer orifice. Inspection of the sample using a uv light revealed minimal adhesive residue within the orifice. The luer detachment appeared to have been caused either by insufficient adhesive application or incomplete adhesive curing during the assembly process. The device was a supplied component and the supplier is no longer utilized by vad. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.